Event description:
The sales representative reported on behalf of the customer that the ias12-120lpi, airseal 12/120mm lpi port was being used during an inguinal/ventral hernia repair on (B)(6) 2023 and the ¿customer used our 12 airseal port while double docking for a hernia case. While this is off label use, I wanted to report it. Patient was okay and they found the broken piece.". The procedure was completed with a 5-10 minute delay while searching for the fragment. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias12-120lpi, airseal 12/120mm lpi port was being used during an inguinal/ventral hernia repair on (B)(6) 2023 and the ¿customer used our 12 airseal port while double docking for a hernia case. While this is off label use, I wanted to report it. Patient was okay and they found the broken piece.". The procedure was completed with a 5-10 minute delay while searching for the fragment. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned and no photographic evidence has been provided; therefore, the reported event cannot be verified. A 2 year lot history review could not be conducted as a lot number was not provided. A device history record review could not be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4), for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: failure to properly follow the instructions for use can lead to serious surgical consequences. These instructions for use do not include descriptions or instructions for surgical techniques or laparoscopic procedures. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient. We will continue to monitor for trends through the complaint system to assure patient safety.